Event description:
The patient claimed that the multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed the keypad to be intact; no peeling or lifting was observed. The up arrow and ok keypad buttons respond intermittently when pressed and require excessive force to evoke a response. The down arrow and contrast keypad buttons respond appropriately when pressed. All keypad buttons have normal spring back or click. The keypad was removed to investigate and revealed visible contamination under all of the contact buttons. Unrelated to the complaint, evaluation revealed a discoloured display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.